Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was an obstruction in the bag's entry. As a result, the urine was trapped in the tubing, which allegedly caused pain and discomfort to the patient. The bag would not open properly, and had to be manipulated. Additional information has been requested.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was an obstruction in the bag's entry. As a result, the urine became trapped in the tubing, which allegedly caused pain and discomfort to the patient. The bag would not open properly, and had to be manipulated. Additional information has been requested.

Manufacturer narrative:
Received 1 used drainage bag only. The reported event was unconfirmed, as the problem could not be reproduced. The visual inspection noted no obvious defects. The functional evaluation was conducted as follows: the received sample was functionally tested under tm50030 (drainage test for customer complaint-catheters/drainage bags) by passing water through an in house 16fr. Observed no drainage problems; the flow was continuous during the test on the sample received. The drainage test for customer complaint-catheters/drainage bags indicates that 250cc must be drained in 64 seconds maximum. The results were the following: time to drain 250cc: 58 sec. The sample received reached the intended drainage indicated in tm50030 in less than 64 seconds. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was an obstruction in the bag's entry. As a result, the urine became trapped in the tubing, which allegedly caused pain and discomfort to the patient. The bag would not open properly, and had to be manipulated. Additional information has been requested.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was an obstruction in the bag's entry. As a result, the urine was trapped in the tubing, which allegedly caused pain and discomfort to the patient. The bag would not open properly, and had to be manipulated. Additional information has been requested.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was an obstruction in the bag's entry. As a result, the urine became trapped in the tubing, which allegedly caused pain and discomfort to the patient. The bag would not open properly, and had to be manipulated. Additional information has been requested.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was an obstruction in the bag's entry. As a result, the urine was trapped in the tubing, which allegedly caused pain and discomfort to the patient. The bag would not open properly, and had to be manipulated. Additional information has been requested.